Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent inaccurate fill estimates. The user's blood glucose level was 180 mg/dl for one event and 145 mg/dl for the other event. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.